Manufacturer narrative:
The investigation for the vascular damage and positioning issues has been completed. Product was not returned. Data logs were investigated and there were several "impella in aorta" alarms triggered, confirming the positioning issues. The root cause of the positioning issues was determined to be a use issue. The root cause of the vascular damage could not be determined based on product not being confirmed lack clinical detail. It cannot be confirmed based on the information provided that while trying to reposition the pump excessive force was used, and that caused the bleed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and during the removal of the peel away sheath, the pump was pulled back into the aorta. While attempting to reposition under flouro the impella catheter coiled in the right femoral artery, the doctor had difficulty inserting repositioning sheath, thus patient developed an retroperitoneal bleed. The doctor was unable to successfully re-cross aortic valve with impella cp. The patient required five units of packed red blood cells, three units of fresh frozen plasma, and one unit of platelets. The femoral artery was accessed, aortic balloon inserted and inflated, and the bleeding subsided. The patient was taken to cardiovascular operating room for repair of the right femoral artery with vascular surgery and the impella was removed. The procedural outcome was the patient survived surgery.